Event description:
The user facility reported a 51-year-old male undergoing coronary artery bypass grafting was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp had optical signal alarms and unreliable flows. The pump was explanted due to clotting concerns but, at the time of explant no thrombosis was noted. The cp was replaced, and support proceeded. No patient harm was reported. This compliant is for pump serial number (B)(6) related to case 01130969 for product malfunction. There is a related case 01130972 that refers to pump serial number (B)(6), which is related to the hematoma.

Manufacturer narrative:
Returned complaint cp pump visually inspected. Dextrose built up around impella and purge gap. Dried blood observed in inlet cage. Pump connected to automated impella controller (aic). 5s parameter are within specific range. Complaint pump run in water at p-9 after dissolving the dextrose. No low flow reproduced. Root cause of the optical signal issue was patient condition related because the optical system was functioning within specification, but the placement signal was low due to poor patient condition. The flow improved when the pump was running on low p-level. The data logs were reviewed and a ventricular placement signal waveform with impella position in the ventricle alarms were observed. The improper positioning resulted in low pump flow and low placement signal.